Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 292 mg/dl. The customer current blood glucose is 443 mg/dl. The customer was treated for high blood glucose with pump only at this time. The customer was offered to resume high pressure test or restart high blood glucose test all together but customer declined. The customer was able to complete set change and then change battery. The customer was advised and explained max bolus setting and how feature is used.